Event description:
It was reported a right knee revision surgery was performed due to acute septic knee. The insert was removed, knee washed out and a new insert implanted.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation.